Manufacturer narrative:
(B)(4). D10- medical product option st tib plt size 5 item# 00598604701 lot# 63694525 cr art surf ch56/green 10mm item# 90597004010 lot# 63371312 refogacin r with gentamicin high viscosity 2 x 40g item# 3-00394-0002 lot# a648ak010 g2- united kingdom h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.

Event description:
It was reported that a patient underwent a left total knee replacement and subsequently experienced pain and restricted mobility in his knee which is becoming worse. There is no additional information available.